Manufacturer narrative:
As of yet, the customer has not approved repairs for the device. The facility will notify ge surgery when and if this occurs.

Event description:
The customer reported the system failed to boot up. No report of pt injury.